Manufacturer narrative:
It was reported that the tip of two 2.2mm olive wires broke off and were retained in the patient's bone. Additional information from the rep indicated that the tips broke off upon removal. The devices were not returned to the manufacturer for evaluation. However, review of radiographic evidence confirmed the tips of both olive wires broke off in the patient's bone. Device specific lot information was not available, therefore a review of device history records was not able to be performed. Therefore, all non-conformances for 1405-2381 were reviewed and no non-conformances or issues during the manufacture or release of the product were identified to date that could have contributed to what was reported. The most likely cause cannot be determined; however, based on the available information and radiographic evidence, it is possible the devices broke due to running into another device that was implanted in the bone or were subjected to additional forces or bending stresses. The case was completed successfully with no reported delay, nor additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of two threaded plate tacks broke off and were retained in the patient's bone during a bunion procedure on (B)(6) 2021. A backup device was available to successfully complete the case with no additional patient outcomes.